Event description:
The customer reported the device would not recognize the therapy cable. This symptom was found during testing.

Manufacturer narrative:
(B)(4). The customer reported the device would not recognize the therapy cable. This symptom was found during testing. The device was evaluated by a philips field service engineer and the reported symptom was confirmed. The fse determined that the qcpr option had not been entered after a recent servicing event. The correct option code was entered to resolve the symptom.